Event description:
I was not fully told, about all of the side effects of essure. It was implanted (B)(6) 2011 and since then I have on and off problems, including pain, bloating, bleeding, swollen ovaries, vision problems, hair loss, constipation, and sharp stabbing pains in my stomach. I have had several ultrasounds that have clearly showed, that my essure implants are not in the correct position, but I'm unable to afford to have it reversed, or to pay for a "hysto". We women who are suffering are left to deal with this horrible device for years until we are able to pay to get rid of it. I am a (B)(6) female who is not interested in having a "hysto", but because of essure, it may be my only choice. I spend most of my days in bed, hurting too bad to even feed my own children.